Event description:
Medtronic received information that three years post implant of this bioprosthetic valve, an echocardiogram revealed that the patient had a paravalvular leak (pvl) and severe aortic insufficiency after exhibiting dyspnea and feeling light-headed. The valve was found to be dehisced along the region of the right coronary cusp closest to the commissure between the right and left cusps, and about half of this cusp was dehisced. Also, three or four stitches had torn from the annulus and were left in only the valve. The device was replaced with a non-medtronic device. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Based on the received information and the returned product analysis, the definitive cause of the paravalvular leak and aortic insufficiency could not be determined. However, the sewing ring eversion could have damaged the valve tissue and resulted in tears, valve prolapse, and distortion, leading to the aortic insufficiency. The freestyle instructions for use provides the following recommendation and caution: ¿take care not to evert (roll outward) the inflow end of the bioprosthesis when suturing the valve to the patient¿s annulus. Eversion could damage the valve tissue.¿ and ¿do not invert the bioprosthesis when suturing. Inversion may result in elongated suture holes, tears, and/or distortion leading to stenosis and incompetence.¿

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve was returned with a large piece of unknown native. The device¿s inflow was distorted in a kidney shape. The sewing ring was everted. A small section of the sewing cloth adjacent to the non-coronary cusp appeared to have been removed during explant. Green and white multifilament sutures remained attached to the sewing ring. The wall of the right coronary sinus under the sewing cloth was prolapsed. The modified edge of the right coronary sinus area was slightly everted. A large tear was noted in the wall of the non-coronary sinus. Blue monofilament sutures remained attached to the outflow adjacent to all cusps. Green multifilament sutures remained attached to the non-coronary sinus. Tiny implantation suture holes were observed in the non-coronary sinus. The non-coronary and left cusps were in the closed position. The right cusp was open. All leaflets were slightly stiff but flexible. Tears observed along the tunica of all cusps, along the inflow margin of attachment, appeared to be associated with the removal of host tissue. The leaflets on the outflow were intact. All commissures were intact. A large remnant of glistening off-white pannus remained attached to the non-coronary left inferior coaptive area to the inflow margin of attachment of both cusps. An unknown amount of pannus appeared to have been removed on the inflow. Radiography showed no evidence of mineralization in the valve and/or host tissue. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The instructions for use for this device warn to not evert (roll outward) the inflow end of the bioprosthesis when suturing the valve to the patient¿s annulus, as eversion could damage the valve tissue. (B)(4).